Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during unspecified surgical procedures, it was discovered that the motor device and attachment device heated up when used together. The reporter indicated that when the two devices were observed to be heating up, the user replaced the attachment device with another attachment device. The reporter stated that it was unknown if the motor device stayed hot after switching to the spare attachment device or if the temperature of the motor device declined to its normal/comfortable temperature. There were no delays to the surgical procedure. It was not reported if spare motor devices were available. The number of occurrences was unknown. According to the reporter, the malfunctions occurred over the past several weeks. However, the reporter was unable to specify the specific amount of occurrences or the number of patients involved. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact dates of these events were unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that all of the events occurred during unspecified spine procedures. The reporter stated that the burr devices were used together with the attachment device. It was further reported that there were no alleged malfunction again the burr devices. According to the surgeon, the motor device was not hot once the attachment device was replaced. The reporter suspected the issue was with the attachment device and had the surgeon with to a different attachment device. The burr devices has been included in this event and added in the concomitant medical products section. Serial number and device manufacture date: the device serial number provided by the reporter in the initial report was incorrect (B)(4). Therefore, the manufacture date (jan 20, 2012) was incorrect. Upon receipt of the device the serial number was identified as (B)(4). The device manufacture date has been updated to mar 17, 2010. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Serial number and device manufacture date: upon receipt of the device, it was determined that the customer had returned a device with a different serial number of (B)(4). The customer was notified and the device with the correct serial number was returned on jul 18, 2016. The serial number has been updated from (B)(4). The device manufacture date has been updated from mar 17, 2010 to jan 20, 2012. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed the thermistor assessment (actual reading: open line; specification: between 1000 and 15,000 ohms). It was further determined that the hose brace spring was stretched and the thermistor wire was broken. It was determined that the hose brace spring being stretched was caused by pulling on the cord, which was due to normal wear. It was determined that the issue with the broken thermistor was due to normal wear. The assignable root a cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.